Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during implant of the right ventricular lead, the physician was not able to attach the lead with good injury current and r waves were low. The physician also felt there was a helix issue because the lead would dislodge easily. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.